Event description:
The customer was hospitalized for high bgs. The cause of their admission was unknown. Troubleshooting was performed. The device passed the functional testing. Advised the customer on the two high bg rule.